Event description:
At a 24 hour check-up after the closure treatment to obliterate bilateral refluxing greater saphenous veins, a non-occluding thrombus was detected in the left leg. The thrombus extended into the common femoral vein from the greater saphenous vein. The patient was asymptomatic of any indications of dvt. The pt was hospitalized and venous thrombectomy was performed in 2001 to remove the thrombus. The patient was placed on anticoagulation therapy and released from the hospital after 3 days.